Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "occlusion line set detect errors failures" was not reproduced. The device was sent for upstream and downstream occlusion testing and the device passed. A review of the event history log revealed multiple "reload set messages" on customer's last day of usage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as reload set error. The cause of the condition was the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had "occlusion lineset detect errors failures." This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.